Manufacturer narrative:
Date sent to the FDA: 8/29/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2001. (B)(4) submitted for adverse event which occurred on (B)(6) 2004. (B)(4) submitted for adverse event which occurred on (B)(6) 2005. (B)(4) submitted for adverse event which occurred on (B)(6) 2005. (B)(4) submitted for adverse event which occurred on (B)(6) 2006. (B)(4) submitted for adverse event which occurred on (B)(6) 2006. (B)(4) submitted for adverse event which occurred on (B)(6) 2008. (B)(4) submitted for adverse event which occurred on (B)(6) 2008. (B)(4) submitted for adverse event which occurred on (B)(6) 2008.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2000, (B)(6) 2001, (B)(6) 2004, (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent a hernia repair surgery on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent revision procedures on (B)(6) 2006, (B)(6) 2006, (B)(6) 2008, (B)(6) 2008 and (B)(6) 2008. It was reported that the patient experienced an unknown event. Other procedures are captured under separate files. No additional information was provided.